Event description:
Port was checked with injection of isovue contrast on (B)(6) 2022. Injection proved leaking around port. Port was removed and the silicone septum appeared damaged/displaced. FDA safety report ID# (B)(4).